Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , ubd: , UDI#: (B)(4). H3: analysis of the 97745 controller s/n (B)(6) revealed that there was a cracked front case, a broken system connector support, and a bent battery contacts that needed either repair or replacement. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) plugged in their recharger to recharge their implantable neurostimulator (ins) and described hearing a strange buzzing sound that went on for a while, so they unplugged the recharger, removed the lithium battery pack, and then reinserted it with nothing happening since then; the controller was now unresponsive. The patient reset their controller and confirmed the controller powered on (without the battery pack installed). They installed the battery pack and the controller was displaying "battery empty" with both the controller and ins battery levels in the red. The patient was advised to continue recharging the controller until it was at 100% and then to recharge ins. The patient had a really hard time getting the antenna positioned to get a good recharge quality; they were seeing the "poor recharge quality" message and the indicator light was flashing yellow. The patient was able to finally start a successful recharge session with "excellent" quality after repositioning the antenna. The patient was later called back and the ins had only recharged to 40% and the controller screen appeared to be frozen. The patient tried to recharge their ins on (B)(6) 2022 but nothing was working. They could see the controller screen, but couldn't get anything to move. They reset the controller but the controller would not power back on after the reset (with the ac power supply plugged in and battery pack installed). They noted that they had a bad night with their back. A replacement controller was sent out. Patient services (pss) called pt back to report they would be receiving a replacement patient telemetry module (ptm). Pt announced they had tried to recharge their ins but nothing was working this morning (ptm or recharger telemetry module (rtm)). Pt said they could see it (ptm screen) but could not get anything to move. Pss advised pt to reset ptm in order to be able to recharge battery pack (bp) but ptm would not power back on after reset with ac power supply and bp. Pt confirmed the power adapter box indicator' light was illuminated and did not detect any damage to power supply / rtm connector plugs or bp connector pins. Pt added they had a bad night with their back. Patient called for assistance with pairing the new controller with the implant. Ps assisted patient with pairing and placing the bp in the controller. Patient is recharging excellent with ins red and controller 100% charged.